Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
On (B)(6) 2015, a medtronic representative performed a navigation system check-out, all areas passed. After making recommendations with to the site radiographic technologist (rt) department, the medtronic representative reported the scans were to protocol and appeared correct.

Manufacturer narrative:
Patient information provided.

Manufacturer narrative:
Patient information was not made available from the site. In trouble-shooting, the medtronic representative made recommendations to the site's radiographic technologist (rt) department to ensure they are following proper imaging protocol. (B)(4) 2015 a medtronic representative, following-up at the site, reported the registration issue is likely due to poor quality 3d model. Recommended that the account team follow up with radiology to ensure they are following mdt imaging protocol. (B)(4) 2015 software investigation completed. Findings are that the scan was of very poor quality and will not work with any type of registration. Software is functioning as designed.

Event description:
A medtronic representative reported that, while in a cranial procedure, patient registration was unsuccessful using touch-n-go and pointmerge within synergy cranial 2.2.6. The magnetic resonance imaging (mr) exam created a poor 3d model. The site adjusted the 3d model's threshold, however, issue was not resolved. When using pointmerge, it was difficult to locate the anatomy within the 3d model. The surgeon opted to halt the procedure and re-schedule. There was no impact on patient outcome.